Manufacturer narrative:
The event occurred in (B)(6)/. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the pixels on the display of the blood glucose monitor have deteriorated, and it is difficult to read the first number. No adverse event was reported. The alleged product was requested for evaluation.